Manufacturer narrative:
Pump performed within specifications. Cuff performed within specifications.

Event description:
Info rec'd 4/01/98 indicates the entire device was removed from the pt and replaced due to recurring incontinence on 4/01/98.